Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up. During troubleshooting, the fse found that the power supply of geo ipc was defective. The fse repaired and reconnected the supply cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.